Event description:
It is reported that the pt was revised due to pain and infection. It is noted that there appears to be metal ion debris located around the trunion of the stem and inside the head component.

Manufacturer narrative:
This report will be amended when our investigation is complete.